Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07934. It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After a non-bsc guide wire crossed the lesion, a 2.50mm x 15mm emerge¿ balloon catheter was advanced for predilation of the lesion. The balloon was inflated at 12 atmospheres for 30 seconds. After the balloon was deflated and withdrawn from the mid lad, vessel dissection was noted. The physician noted that vessel dissection was due to the lesion morphology and balloon catheter interaction. Then a 2.25x12mm promus premier¿ stent was advanced and deployed in the lesion. The stent delivery system (sds) was removed however it was noted that the sds became stuck to the non-bsc guide wire. The sds and the guide wire were successfully removed from the patient but the sds was not able to be removed from the wire after withdrawal from the patient. Another non-bsc guide wire was advanced and an attempt was done to re-cross the recently deployed 2.25x12mm promus premier¿ stent but was unsuccessful after multiple attempts. The procedure was not completed. Emergency coronary artery bypass graft (CABG) was performed and revascularization was done successfully with a single left internal mammary artery (lima) graft to the lad. No further patient complications were reported and the patient is currently recovering from surgery in a stable condition.